Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported that the monitor was indicating that the speaker was defective; it was showing a loudspeaker error message, and the speaker did not produce sound. There was no adverse event or patient harm reported.